Event description:
The customer stated that he received a blood glucose reading of "lo". He did not allege any adverse events. While troubleshooting, the customer performed control tests and received a result of 17 mg/dl. The normal control range was 103-143 mg/dl. The test strips were returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned reagent to read e2 and e11. Low results were not confirmed.